Event description:
The information reported in the initial report was noted to have occurred during the same case with the same lot as reported in patient reference (B)(6) (MDR report reference number 1820334-2021-01268).

Manufacturer narrative:
Corrected information: b1, b5, h1: no product malfunction, serious injury, or death occurred related to this MDR. This report is a duplicate of MDR report reference number 1820334-2021-01268. A follow-up report will be submitted on MDR report reference number 1820334-2021-01268, upon receipt of additional information or completion of the investigation. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Customer name and address postal code: (B)(6). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, an open-end ureteral catheter separated in a patient's ureter. Additional information regarding the event and patient outcome have been requested.